Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. No alarms reported. Asked for data files to investigate and stated this would allow them to further investigate and that this statement was usually indicative of the device not being programmed as the user thought it was. Stated they were unable to use usb sticks for security purposes. Recommended a ctu calibration as the only methods of verifying device functionality then. Stated they would perform a calibration. The instructions-for-use is found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: b, d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse staff claims the arctic sun device cooled when it was supposed to heat. No alarms reported. Asked for data files to investigate and stated this would allow them to further investigate and that this statement was usually indicative of the device not being programmed as the user thought it was. Stated they were unable to use usb sticks for security purposes. Recommended a ctu calibration as the only methods of verifying device functionality then. Stated they would perform a calibration. Per follow up information received via task on 02apr2025, sample has been received for repair. No patient involved at the time of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse staff claims the arctic sun device cooled when it was supposed to heat. No alarms reported. Asked for data files to investigate and stated this would allow them to further investigate and that this statement was usually indicative of the device not being programmed as the user thought it was. Stated they were unable to use usb sticks for security purposes. Recommended a ctu calibration as the only methods of verifying device functionality then. Stated they would perform a calibration.